Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy while resecting the duodenum, after loading the cartridge and checking the opening and closing of the jaws, the surgeon was unable to fire the device. The surgeon opened a new adapter, shell and sulu, but still unable to fire. The sales representative called and rushed to the site, then suggested a way of pressing the lower button and the problem was resolved. There was no patient injury.